Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Additional information/correction : upon further information, a furosemide bag was hung on the intravenous (IV) pole and was connected to the IV (continu-flo solution set) tubing. The IV tubing was connected to an unspecified pump. A slight amount of pressure completely disconnected the IV tubing at the highest y-site (one link) above the blue key. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set became disconnected from a one-link IV connector. The disconnection occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.